Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator's right atrial (ra) lead exhibited a sudden increase in pacing impedances to greater than 2000 ohms. Noise with oversensing causing false atrial tachy response (atr) detections was also noted. Boston scientific technical services (ts) discussed probable lead fracture with the health care professional (hcp). Further information was received that the field representative was called to check the patient's device and leads, and at that evaluation the impedances were normal. The physician opted to monitor and another device system evaluation is scheduled in a couple months. An x-ray was done, but no lead lead fracture was identified. No adverse patient effects were reported. At this time, the system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.